Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was in the clinic, after connecting to the clinic's power module, the patient's controller clock was not set. Upon performing interrogation, the time stamp read as (B)(6) 2000 and (B)(6) 2000. There was one no external power alarm on (B)(6) 2000 0951, but no pump off or driveline disconnect alarms were found. The patient was a resident in a local skilled nursing facility due to dementia, and it was reported that shortly after admission to the facility, a controller was heard beeping from the hallway. Unfortunately, the backup equipment with the second system controller was not sent with the patient to his clinic visit on (B)(6) 2022. A plan to interrogate the backup system controller was made. A review of the log files revealed controller clock corrupt events. The controller clock corrupt alarm only displays on the system monitor; this is usually caused by a total loss of power to the system. The event file shows that the clock was reset on (B)(6) 2022 at 1334. A review of the logs from the backup system controller revealed odd strings of power cable disconnects on (B)(6) 2022 and (B)(6) 2022. On (B)(6) 2022 between 538 and 1651, the driveline was disconnected and reconnected 3 times.

Manufacturer narrative:
Section b2: required intervention to prevent permanent impairment/damage (devices) incorrectly selected in previous report. Manufacturer's investigation conclusion the reported event of the controller clock not being set, and a no external power event was confirmed via log file analysis; however, the reported event of a controller that would not stop ¿beeping¿ was unable to be confirmed. A review of the log files contained data; however, the exact time span of the log file cannot be determined due to the clock being reset to a default timestamp. The clock was not set from the beginning of the log file, (B)(6) 2000 at 19:34:55, until (B)(6) 2000 at 3:02:00. The events leading to the reset were not captured in the log file. The clock time was updated to the correct timestamp on (B)(6) 2022 at 13:34:22. Following the updated timestamp, the log file spanned approximately 1 day (20oct22 per timestamp). On (B)(6) 2000 from 9:59:25 ¿ 9:59:30, while connected to batteries, the no external power alarm activated due to both power cables being disconnected simultaneously. The alarm cleared after the system was reconnected to batteries. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. Per the provided information, shortly after the patient¿s admission to a skilled nursing facility, the patient heard a controller in the hallway that ¿couldn¿t stop beeping¿. It was unknown the serial number of the controller or if the controller belonged to the patient. Multiple attempts were made to obtain additional information from the customer regarding if any controller was exchanged and if product was returning; however, no additional information was provided. A root cause for the reported events was unable to be conclusively determined; however, the no external power event is consistent with user error by disconnecting both power cables simultaneously. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set and no external power alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.